Event description:
It was reported there was a possible occlusion or fracture. It was reported there was a dye study perform on (B)(6) 2013 and they were unable to aspirate csf or drug. It was noted they did attempt to inject dye and the fluoroscopy showed no noticeable fractures or displacement of the catheter from the spine. It was reported a revision as scheduled for (B)(6) 2014. It was reported there were underdose symptoms of return of pain and that patient had less than 50%therapy relief. It was noted that for months before the dye study the patient had return of chronic pain with no relief. The patient status was noted as alive with no injury. The pump was used to deliver an unknown drug. It was later reported there was a loss of therapy. Additional information reported the catheter was replaced on (B)(6) 2014. It was noted the anchor was anchor was also removed. It was noted the most distal portion remained implanted. It was reported there was csf flow and aspiration from the newly implanted catheter. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of catheter serial # (B)(4) revealed a broken catheter body. The catheter was returned in two segments. Segment 2 was unusual due to the appearance of its distal information. The reported information indicated that a catheter break was observed, but a typical catheter break would have been related to some type of compression of the catheter. With this returned catheter, there was no compression, but the end was quite jagged looking.

Event description:
Additional information later reported the reason for catheter removal, break, tear, hole. The patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.